Manufacturer narrative:
B3 - date of event was unknown, hence captured the first day of ICU aware date. E1 - initial reporter phone- (B)(6). The returned pump was evaluated, and the event history log (ehl) was reviewed. It was confirmed that an alarm, "power lost while pump was on," had been recorded when the pump was powered on. A review of the service history found no indication that the complaint was related to any prior servicing within the review period. The device underwent visual and functional inspection, and no physical damage was observed. The complainant¿s allegation could not be confirmed. However, a possible cause may have been a defective battery used at the time of the event. No corrective action was taken, as the pump was found to be functioning normally. All functional tests were performed and passed successfully.

Event description:
It was stated it restarted at the time of starting the administration. This occurred during use. There was a patient involvement, but no patient harm or adverse event reported.